Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was unable to be tested, so the original complaint issue was not able to be confirmed.

Event description:
The dealer is alleging that while driving forward no matter the angle or speed profile the chair drive wheels will intermittently lockup and when this happens, the display does not display any error codes.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer is alleging that while driving forward no matter the angle or speed profile the chair drive wheels will intermittently lockup and that when this happens, the display does not display any error codes.